Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Indication for use is unknown at this time. The following event is considered a sudden change in therapy/symptoms. Patient couldn't increase stimulation and saw poor communication on their patient programmer (pp). They were recently implanted, but there were no bandages or swelling present. After confirming the antenna was secure, the patient was able to sync to their ins and increase stimulation. They report being on program 4 at 0.7v with stimulation off so it was turned on. Shocking was also reported after the manufacture representative (rep) turned stimulation on. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient was doing well and the issue was resolved. No further information reported.